Event description:
Internal pc only; inbound. Dr reports recently after pt changed cassettes, when she unclamped pigtail on cassette, the tubing became severed and cassette had to be wasted. Unsure if lot# 3922198 or 3922200. Pt does not need replacement cassette sent. No further details provided. Cassette issue.